Manufacturer narrative:
Follow-up # 2 ¿ (11/26/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 11/04/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high. The customer service representative (csr) was unable to reach the patient by phone for follow-up questions from the medical surveillance specialist (mss). The following complaint was classified based on information obtained from the original csr documentation and from mss reviewing the initial call recording. The patient alleged that the product issue began about one month prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿251mg/dl¿ on the subject meter and ¿151mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported a second alleged inaccuracy where they obtained a blood glucose reading of ¿220mg/dl¿ one evening and alleged that this was inaccurately high compared to their feelings and/or normal readings. The patient manages their diabetes with self-adjusted insulin and reported continuing to take their usual dose of medication. The next morning the patient woke ¿feeling dizzy and nearly fell over.¿ the patient¿s wife treated him by giving him some honey. The patient re-tested their blood glucose and obtained a reading of ¿60mg/dl¿. The date of this event is unknown and it is unknown which meter the patient tested with as they own two onetouch ultra 2 meters. The patient also reported developing a symptom of blurry vision but it was unclear if this symptom was an ongoing issue or due to the alleged ongoing inaccuracy issue. The patient denied receiving any treatment specific to the blurry vision. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation).the patient did not have the correct control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly became hypoglycemic and had to receive assistance to treat their symptoms with food after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014), the patient¿s meter has been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.